Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation under her right breast. The irritation was open and seeping. The patient's doctor advised the patient to remove the lifevest temporarily until the irritation has healed and recommended to use diaper rash ointment on the area. After removing the lifevest and using the ointment, the irritation improved and is no longer open.